Manufacturer narrative:
Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient only had 1 lead because the health care professional (hcp) had not been able to implant the second lead even though the patient was registered for 2 leads.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative indicated that they became aware of the event on (B)(6) 2016. They noted that the physician was not able to implant the 2nd because they had difficulty placing it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.